Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up will be provided upon completion of the investigation.

Event description:
Type of procedure: salpingectomy. Event description: inzii retrieval bag was deployed inside the patient's abdominal cavity and was immediately found to be detached from the prongs. The case was completed with a second inzii device. No patient injury occurred. Product is available for return. Patient status: no patient injury occurred. Type of intervention: case was completed with a second inzii device.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. The tissue bag was not returned with the unit. The pawl, an internal component of the device, was deformed. Based on the description of the event and the returned unit, it is likely that the reported event was caused by retraction prior to full deployment of the tissue bag, resulting in the deformed pawl. Per the instructions for use (IFU), the user should, "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop. Do not retract prior to full deployment."

Event description:
Type of procedure: salpingectomy. Event description: inzii retrieval bag was deployed inside the patient's abdominal cavity and was immediately found to be detached from the prongs. The case was completed with a second inzii device. No patient injury occurred. Product is available for return. Patient status: no patient injury occurred. Type of intervention: case was completed with a second inzii device.